Manufacturer narrative:
The insulin pump passed functional testing including displacement, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. The insulin pump has normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump was programmed with multiple basal rates and monitored. The basals were delivered and recorded properly in basal review screen. The basal feature functioned properly. However, the insulin pump was received with cracked case at the display window corner, minor scratched lcd window, cracked reservoir tube lip and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that patient was hospitalized due to high blood glucose. Customer's blood glucose was 400 mg/dl. The customer was admitted to the hospital. Customer woke up with high blood glucose and felt like he was having a heart attack. The customer was treated for high blood glucose with pain meds and insulin. The customer's mother declined to troubleshoot and want replacement pump.